Event description:
It was reported that the patient presented for post implant device check. An interrogation revealed atrial signals sensed on the ventricular channel, and the patient had pleuritic chest pain. A subsequent chest x-ray found that the right ventricular lead had dislodged to the coronary sinus. An attempt was made to reposition the lead. However, the helix had difficultly retracting and failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, far p over-sensing, and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event helix mechanism issue was confirmed. The lead was returned with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil was over-torqued at the connector region consistent with procedural damage. After the lead was cut and cleaned, torque was applied directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within product specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported event of far p over-sensing was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts.